Event description:
It was reported that the patient is deceased. Approximately (B)(6) days post implant of the cardiac resynchronization therapy w/defibrillator the patient experienced ventricular tachycardia and ventricular fibrillation. The physician externally defibrillated the patient "several times;" the rescue attempts did not work and the patient died.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Also reported was the device was not interrogated nor will it be interrogated post mortem, and no autopsy performed. Therefore, the cause of death is unknown and will not be known.